Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks for atrial fibrillation (af), with rapid ventricular response (rvr). No changes or interventions were performed. The patient was in stable condition.